Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the doctor found a valve leakage during the surgery.